Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed but did not replicate the customer reported complaint. The usm was tested on in-house system in normal mode without any errors. The usm passed all the test. Isi followed up with the initial reporter and obtained additional information: the system function was checked as always before starting and the system started up without any problems. The surgeon worked with 3 arms to solve the issue. The surgery was completed successfully.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer had problem to insert the instrument along insertion axis on the universal surgical manipulator (usm4). Site was not able to insert fully the instrument, there was a resistance and surgeon decided not to use usm 4 and could finish the surgery with 3 usms. The procedure was completed with no reported injury. Intuitive surgical inc (isi) technical support engineer (tse) was unable to view system event logs due to system not being on site at time of call. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting insertion failure while using usm4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse replaced the usm to resolve the issue. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue. The usm has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.